Event description:
Report 3 of 3: it was reported after using bd vacutainer® sst¿ ii advance plus blood collection tubes, erroneous results- calcium and potassium were seen in one (1) sample. A new sample was collected and test results were normal. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.